Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and states that when starting to prepare the equipment, the customer was unable to fit the disposable helium bottles.-it was found that the guide pins on the pressure regulator were too wide, making fitting difficult. Forcing the bottle to fit with great difficulty.-ordering a new regulator. It was found that the new regulator has the same defect as the one originally installed.-support case (B)(4) says there is a problem with disposable bottles and the solution is to use refillable bottles. Equipment released for clinical use ((B)(6) 2024) using refillable bottles as indicated on the support. Fse concluded that issue was due to disposable bottles and hence suggested to use refillable bottles.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during initial tests, it was difficult to place the disposable helium bottle in the cardiosave intra-aortic balloon pump (iabp) regulator. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
N/a.